Event description:
It was reported the insulin pump had cracks on the display window. Customer's blood glucose was unknown. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump has been alarming motor error during rewind due to corroded motor home switch. Displacement test was not performed due to the reoccurring alarms. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratches on the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.